Event description:
A practitioner reported a pt who presented while wearing focus night & day lenses with moderate redness, tearing, photophobia, & foreign body sensation in their left eye for 1 day. History of 20 days continuous wear with this pair of lenses. Examination revealed a central infiltrate with staining. No anterior chamber reaction. Diagnosed with sterile corneal infiltrate & prescribed tobradex every 3 hours for 4 days, then tapered. Noted that pt wears heavy eye make up. At 8/2003 follow up visit, practitioner noted blood vessel engorgement, which resolved during course of treatment. Five days later visit, noted that pt still applying heavy eye liner inside of lashes & has heavy eye make up in tears. Counseled to reduce eye make up. Resumed lens wear on daily wear schedule in 9/2003. Event resolved as of a week later with a dense scar and no loss of visual acuity.